Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. Customer reported crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.